Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 30 tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that when inserting 5 bd vacutainer® multiple sample luer adapter into the holder, blood leakage occurred at the connection. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when inserting a tube into a holder, blood leaked from the connection to the adapter. The customer felt that the part near the rubber to be loose.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when inserting 5 bd vacutainer® multiple sample luer adapter into the holder, blood leakage occurred at the connection. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, when inserting a tube into a holder, blood leaked from the connection to the adapter. The customer felt that the part near the rubber to be loose.